Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-jan-2026. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the simplicity device corresponding to this complaint was received inside a sealed sterilization pouch. The original folding carton, patient stickers, implant notification card, and implant identification card was also received. During a visual inspection, the device was inspected under magnification. The original folding carton was received with the tamper seal torn. The folding carton was also damaged. The simplicity device was received inside a sealed sterilization pouch; no sealing issues were identified. The handpiece was not used. The customer provided photos were evaluated. The photos displayed the suspect original folding carton. The carton was observed to be damaged, and the tamper seal was torn. Complaint issue "sterility assurance concerns" was not identified during product and photo evaluations. The complaint issue "packaging issues" was identified during product and photo evaluations; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: . Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The diu300 model intraocular lens (iol) was received by the account and they expressed concerns regarding the sterility of the iol. The outer shipping box showed no signs of damage. The product seal was found broken, resulting in a clear and easily detectable breach of the sterile barrier. There is no indication of patient contact with the device. No further information is available.